Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The hardware on the backlight inverter printed circuit boards (pcbs) were updated. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's screen was black. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.